Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 467 mg/dl. No form of treatment was reported for the high blood glucose. And no troubleshooting was performed. Customer also reported that the insulin pump had a change sensor alarm. The product was not returned for analysis.